Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery due to the patient feeling pain and the surgeon finding poly wear on the total shoulder arthroplasty glenoid. The surgeon converted the total shoulder arthroplasty to a reverse total shoulder arthroplasty. I asked the representative what came out and he said the glenoid and poly and everything else, but the turon stem stayed in the patient.